Event description:
It was reported that on (B)(6) 2008, the patient underwent stenting in the mid left anterior descending coronary artery with one xience v stent. On an unknown date in 2012, the patient expired of unknown cause. There was no additional information available.

Event description:
Subsequent to the previously filed medwatch, additional information received indicates the patient expired on (B)(6) 2012. An autopsy report is not available. There was no additional information provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of death is listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Estimated date of death and event.